Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument distal pulley exhibited mechanical indentations. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but damage to the distal pulley was likely due to mishandling/misuse. No other damage was found. An additional observation not reported by site was that the instrument main tube exhibited scratch marks/abrasions. The distal end of main tube had a scratch mark exhibiting light material removal and a rough surface finish. Scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument cable was frayed. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.